Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneous sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The customer stated that the integrated multisensor technology (imt) dilution check failed and replaced the imt sensor. With siemens remote assistance, the customer reviewed the correction factor and dilution check bias. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified the operation of the imt pump, replaced the x tubing, recalibrated the pump, and ran dilution check and system check, which passed. Siemens is evaluating the event.

Event description:
The customer reported that an erroneous sodium (na) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the original instrument. The repeat result was reported as the correct result to the physician(s). The customer did not provide sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous na result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00065 on 21-apr-2025. Additional information (on 24-apr-2025): the customer stated that quality control (qc) and calibration were acceptable on the day of the event. The customer reset the correction factor. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) observed that the pump rate was low and ran conditioning, which passed. Then, the customer ran qc, which recovered within range. Siemens further evaluated the event and determined that the low pump rate and a flow issue through x-tubing potentially contributed to the erroneous sodium (na) result. Investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.